Manufacturer narrative:
Qn#: (B)(4). The device hisroty review could not be conducted since the lot number was not provided.

Event description:
The patient developed abdominal bleeding post-op and he was taken back to theatre where a scan confirmed that the hemolok clip was open and was laying in the patient's abdomen. There was abdominal bleeding. Clinical consequences:the doctor removed the clip, the patient was ventilated and taken to ICU.

Manufacturer narrative:
(B)(4). The device "history" review could not be conducted since the lot number was not provided. P/n 544250 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 20 samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box, lot# 73c2200783, the samples were functionally inspected, and during the test issue reported "clip migrates after post-op healing" was not observed in the current manufacturing process. Revision of pfmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported.

Event description:
The patient developed abdominal bleeding post-op and he was taken back to theatre where a scan confirmed that the hemolok clip was open and was laying in the patient's abdomen. There was abdominal bleeding. Clinical consequences:the doctor removed the clip, the patient was ventilated and taken to ICU.